Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and fatigue ("fatigue"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and endometriosis outcome was unknown and the fatigue had not resolved. The reporter considered endometriosis, fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (b)(6 2020: pfs received: information receive via social media case became incident. New event added medical device removal and fatigue reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis ("endometriosis") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, endometriosis and uterine leiomyoma outcome was unknown and the fatigue had not resolved. The reporter considered endometriosis, fatigue, medical device removal and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: fibroids. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in both sides') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fatigue ("fatigue") and hypothyroidism ("hypothyroidism") and was found to have uterine leiomyoma ("fibroids") and weight increased ("gaining weight"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, endometriosis, uterine leiomyoma, weight increased and hypothyroidism outcome was unknown and the fatigue had not resolved. The reporter considered endometriosis, fatigue, hypothyroidism, pelvic pain, uterine leiomyoma and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: weight increased, hypothyrodism quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event gaining weight and hypothyroidism were added. Reporter information was added. On 23-mar-2020: social media received. Event "stabbing pain in both sides" in place of "medical device removal" was added. Follow-up 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.